Event description:
It was reported that during a thoracic procedure, on the second firing the device locked out. The surgeon closed the device on tissue and it would not fire. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Yoke. Eval summary - the analysis results found that the ex45b device was received with in good visual condition and with no cartridge reload present. The clamping mechanism was found damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found damaged. Although no conclusion could be reached as to how the yoke teeth became broken, this damge can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.